Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the intestinal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Gastrointestinal bleeding is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The physician reported that in (B)(6) 2019, the patient experienced gastric bleeding. The patient was admitted to stop gastric bleeding without the internal tube. On (B)(6) 2019, CT scan showed thickening of jejunal wall and trabeculation of adjacent meso and engorgement of the short vessels of the meso with extension to the walls of the jejunum loop as a probable bleeding point due to laceration. On unknown date, the patient had four blood transfusions. On (B)(6) 2019, gastric bleeding was recovering. According to the hospital, it is an internal probe problem. Patient was on tobramycin for unknown reason. Additional information received indicates that bleeding was due to an accidental pull of the tube due the pump falling to the ground.